Event description:
The customer contacted baxter's technical service center regarding the home choice saying fill 1 of 63 in the previous therapy, which occurred on the homechoice (hc) after use. The baxter technical service representative (tsr) explained to the home patient (hp) that the therapy had been changed on the cycler and that they would need to contact their peritoneal dialysis registered nurse (pdrn) for the proper programming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of program changed by device (device displayed fill 1 of 63) was not confirmed. The assignable cause was undetermined. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.

Manufacturer narrative:
(B)(4). The device was not returned. A follow-up MDR will be submitted if additional information is obtained.